Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for advantage system, medwatch with identifier (B)(6) is for aviva system.

Event description:
Caller reported blood glucose results of 346 mg/dl on advantage system , 83 mg/dl on aviva system within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.